Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported experiencing pain at his scs ipg pocket site regardless of stimulation (date of event is unknown). As a result, surgical intervention may be taken at a later date to address the issue per the patient's request (explant).

Event description:
Additional information received identified the patient's pain around the ipg pocket site persists. The patient stated when he steps down on his heel he gets a shooting pain that goes up his leg and into his back by the ipg site. In addition, the patient stated he recently went to the emergency room because of the issue.